Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened phaco emulsification tip in a zip to bag was received for the report. The returned sample was visually inspected and was found to be non-conforming with the tip area of frag tip was broken off, with breakage condition being straight. Gouge marks were observed on nut and on the cannula below the nut. Wear was observed on threads, the back of flange, and gouges on the nut corners consistent with threading on handpiece. The wall thickness was found to be even. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The phaco tip visual inspections show manufacturing issues that would cause the broken phaco tip. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event of broken phaco tip is an investigation has been initiated ed to determine root cause of the broken phaco tip. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance is removed from the lot and scrapped. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that the metal shaft of the fragmatome cracked half way and broke away while in the right eye of a female elderly patient during vitrectomy and lensectomy surgery. When the tip broke off, it was required to enlarge the scleral incision and create a corneal incision and a couple of areas that needed to be lasered where the tip had landed. Patient had vitreous hemorrhage and had to suture corneal incision along with laser and a gas bubble. They had to open a new fragmatome tip and replaced it to take out rest of lens and tip had to be removed from the eye. The current patient condition was unknown.